Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed in which the bladder was filled with colored water and observed for issues. During filling, leakage was noted at the solvent-bonded junction of the tubing and stress-member. Microscopic inspection of the tubing revealed that insufficient solvent was applied to it. Initial evaluation confirmed the leak. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. The leak was caused by insufficient solvent on the tubing when assembled to the stress member. A quality alert with subsequent awareness training was issued to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned large volume infusor, a leak was identified at the solvent-bonded junction of the tubing and stress-member. There was no patient involvement. No additional information is available.